Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the evaluation: forceps raising angle was low; there was slack on the bending section cover; the forceps channel port had a dent; the bending angle in down direction does not meet the standard value due to wear of the angle wire; the connecting tube had a wrinkle; the forceps raising angle does not meet the standard value due to wear of the forceps elevator wire; the plastic distal end cover had a dent; water tightness was lost due to a cut on the bending section cover; the universal cord had discoloration; and the forceps raiser was not properly moving up or down. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: dr. Rishikesh choudhary shobha superspeciality gastro and liver center (documented here due to character limitation in respective field) e1/address: (B)(6) (documented here due to character limitation in respective field).

Event description:
The customer reported to olympus, the elevator play and angulation are not to standard on the duodenovideoscope. The device was returned for evaluation. During the device evaluation, foreign objects were found in the forceps elevator, forceps elevator wire, and the adhesive on the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Corrected data: the customer reported the reported issue was found during customer's routine inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrected customer-provided information in b5 and h10. Corrected data: when the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was reprocessed before it was sent in for repair. Additional information: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device operator's manual was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in section 3.5: manual cleaning. The device investigation could not identify the foreign material. It was determined possible that the device reprocessing could not be conducted properly due to leakage at the bending section; however, the root cause of the issue was not established. Olympus will continue to monitor field performance for this device.